Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarms may be due to site, set or reservoir issues. The customer blood glucose level was unknown. Customer declined to continue troubleshooting. Customer stated that they had tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they had tried all remedies. Customer checked alarm history, insulin pump had post-reset ram crc alarm, low battery, battery replace and power lost alarms. Customer stated that they were able to clear the alarms. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred more than once after or immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, active current and sleep current test. No unexpected insulin flow block alarms or delivery anomalies noted during testing. However pump error 23 confirmed in formatted history file due to software error. No unexpected battery power loss noted.